Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed.

Event description:
It was reported that the pt's pump was flipping in the device pocket due to the "device suture loops cutting the sutures". No pt symptoms were reported. The pt recovered and had no problems. The drug contained in the pt's pump is unk.